Manufacturer narrative:
Initial reporter full name: (B)(6). Occupation: ICU manager. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4). Device not returned.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated an fiber optic sensor failure alarm. The getinge representative advised the customer to remove the fiberoptic sensor and re-insert it, but the message remained. No cracks or damage were noticed. It was then recommended that they coil up the orange cable and mark label it as ¿do not use/broken¿. The inner lumen was capped off/not available for use. Left radial was used for pressure source, but had poor waveform. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Event description:
N/a.